Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Physician confirmed "extra capsular rupture" and reported "palpable lump" via mammogram. Physician further reported "upon perforating the capsule, free silicone was encountered" via operative report. A total capsulectomy was performed. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, d.6b, h.6